Event description:
The customer reported that there was a temp sensor error displayed and the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep reloaded the system software. He reconfigured the system. Tested operation. "Temp sensor error press any key to continue" displayed at boot up. The system was repaired and now operates as intended.